Event description:
A customer reported a past event where their blood glucose level was high, but the exact value was unknown as it was displayed as "high." Cause was not known. The customer managed the high blood glucose by administering a correction injection via multiple daily injections (mdi). Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.